Event description:
(B)(4). I got the device implanted in 2009. Since then, I have experienced hot flashes, heavy bleeding, missed periods, abnormal periods, blood clots during periods, bad cramping, spotting, uti/bladder infections, yeast infection, vaginal itching, nausea, dizziness, gassy, heart burn, mood swings, pleurisy, chest pain, sharp stabbing pain, stabbing pain after and during sex, bloating, fatigue, loss of energy, no sex drive, headaches, rashes, hair loss, hair growth in new places, teeth issues, itchy skin/breast and nipples, lower back pain, pelvic pain, limb numbness, type2 diabetes, high blood sugar, break outs, thoughts of death, depression, ovarian cyst, weight gain, pregnancy symptoms, muscle spasms, always hungry. This device was provide by my insurance.